Event description:
Boston scientific received information that this device did not pass a portion of the returned products testing, suggesting a possible performance issue.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device had a shortened elective replacement indicator (eri) to end of life (eol) declaration. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance.] Or [rather, eri was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.